Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during basal delivery. Customer's blood glucose was unknown mg/dl. The customer is now at the hospital with his healthcare provider which called us. The customer tried to change battery, but now he isn't able to clear the alarm of battery outlimit. The customer stated that he will discontinue use of the device until replacement arrives.